Event description:
A customer reported obtaining unexpected negative reactions with donor units when testing is performed with anti-jka blood grouping reagent, lot 614007-1.

Manufacturer narrative:
The customer was referred to the package insert which allows for 1 to 2 drops of antisera and a 15 to 30 minute incubation. The customer performed additional repeat testing with a different lot and stated that 2 drops of anti-jka (lot 614008) at 30 minutes incubation was also positive (1+) with positive donor units. Controls performed as expected.